Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Catching mouth, pulling or cutting cheeks [mouth injury]. Hurting cheeks - mouth [oral pain]. Metal piece almost like a screw is out, brush head is cracked [device breakage]. Case description: a (B)(6) female consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b triumph flossaction brushhead was catching her mouth and hurting her cheeks almost like the brushhead was pulling or cutting her cheeks. The metal piece almost like a screw was out and it looked like the brushhead was broken. She replaced the brushhead and did not experience the same events. The symptoms began immediately after using the product and resolved a few hours later. She had used the brushhead 2 times for 2 continued in additional info section minutes each time between on (B)(6) 2015. The oral-b professional care rechargeable toothbrush was about 2 years old.